Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that first foley catheter balloon would not deflate (lot#nggt3607, lot#nghw2288). There were two nurses who attempted but only was able to remove 3 to 4 ml of fluid and still had resistance. Md cut the valve end off of the foley without any additional fluid. The patient had seen by urology and had to go to surgery for removal. There was no evidence of structure issues or foreign bodies to explain the inability to deflate the balloon. Foley was retained and they did not have the packaging for the exact lot number of the catheter involved. Second patient had a foley placed in the labor room, was taken to the or and at some point, the foley came out. It was unclear at this time if by force or a problem with the foley. Again, urology was consulted and would need surgery to look for the balloon pieces. When looking at the foley, the end where the balloon would have been missing. Foley was retained and the packaging was not retained but the cns identified the lot number on the balloon port nghz3408 and manufacturing number (B)(4). They identified the number matches the product stocked on the second floor in women's and children, ref (B)(4). They did not have another latex-free kit on the unit however they have some individual latex-free foley catheters stocked in other areas. The cns investigated the problem with the bard latex-free foleys and discovered it seems to be related to the surestep version of the lubri-sil catheter trays and not necessarily just to one lot number. The cns tested two of the surestep lubri-sil (latex-free) bard catheters and had issues with inflating and deflating. The advanced version of the bard latex-free catheters did not have these issues. The first attached image bard advanced version shows how the balloon inflates symmetric. The second image, surestep lubri-sil version showed how the balloon was inflating to one side (lot#nggt3607, lot#nghw2288). The cns mentioned that it was very difficult to inflate and deflate. The third image side by side compares the two versions; the one on the left was the advanced, the one on the left was surestep. The last image shows a picture of the surestep lubri-sil version which developed breakage after testing (lot#nggt3607, lot#nghw2288) and had a loose shear of plastic at the tip (lot#nggt3607, lot#nghw2288). We also had concerns regarding the 5ml balloon, and the 10ml volume indication on the device and 10ml syringe supplied in the tray. Another concern was that the lot# from outside was the white not matching the lot# on the valve port where the bulb was filled. Customer also reported that there were product defects across the entire line of latex free silicone foley catheters. The bulbs appear asymmetrical. Lot# nggs1558, lot# nghn0879, lot# ngez3059, lot# nghw1597, lot# nghy3470. Per sample received on 09may2024, it was noted that the customer returned additional tray with material# a947314 and lot# nghw2288.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted received 1 foley tray in original open packaging. Using the returned syringe the catheter was inflated with 10 ml methylene blue solution (3 drops 1percent aq methylene blue per 100ml distilled water). The catheter did not deflate in 5 minutes. The returned catheter was then inflated with the in house syringe with 10 ml methylene blue solution (3 drops 1 percent aq methylene blue per 100ml distilled water). With the returned syringe the catheter did not deflate under 5 minutes therefore confirming the reported event. When the catheter was inflated with both syringes asymmetrical balloon was noticed. No internal or external damage was present on the returned sample. Catheter was received full in tact and did not break during any point during the evaluation. Also received 6 photo samples. First photo sample shows asymmetrical balloon, the second photo sample compares the tip of catheters. Third and fourth samples show burr present on catheter tip. Fifth photo compares to catheters with one catheter having slight mushroom. Last photo sample show product label and inflation cap. Based on the photo sample received the reported event is confirmed and does not meet specifications which states "catheter length must conform to drawing." Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be incorrect material formulation. However, there was insufficient information to confirm this potential root cause. Based on this information the risk is low. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: directions for use: proper techniques for urinary catheter insertion perform hand hygiene immediately before and after insertion. Insert urinary catheters using aseptic technique and sterile equipment. Use the smallest foley catheter possible, consistent with good drainage. Document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter and date and time of catheter removal in patient record. Wash hands and don clean gloves: explain procedure and open peri-care kit. Use the provided packet of wipes to cleanse patient's peri-urethral area. Remove gloves and perform hand hygiene with provided alcohol hand sanitizer gel. Using proper aseptic technique open csr wrap. Don sterile gloves. Place under pad beneath patient plastic/"shiny" side down. Note: use caution to maintain aseptic technique position fenestrated drape on patient. Saturate 3 foam swabsticks in povidone iodine. Attach the water filled syringe to the inflation port. Note: itis not necessary to pre-test the foley catheter balloon. Prepare patient with 3 foam swabstick saturated in povidone iodine. Use the nondominant hand for the genitalia and dominant hands for the swabs. Note: use each swabstick for one swipe only female patient: with a downward stroke cleanse the far labia minora and discard the swab. Do the same for the near labia minora. With the last swabstick cleanse the middle area between the labia minora. Male patient: cleanse the penis in circular motion starting at the urethral meatus and working outward. Proceed with catheterization in usual manner using the dominant hand. A. When the catheter tip has entered bladder, urine will be visible in the drainage tube. B. Insert catheter two more inches and inflate catheter balloon. Inflate catheter balloon using entire 10cc of sterile water provided in the prefilled syringe. Note: use of less than 10cc can result in asymmetrically inflated balloon once inflated, gently pull catheter until the inflated balloon is snug against the bladder neck. Secure the foley catheter to the patient. Use the statlock foley stabilization device if provided (see statlock foley stabilization device IFU). Note: please make usre patient is appropriate for use of statlock stabilization device position hanger on bed rail at the foot of the bed. Note: exercise care to keep bag off the floor use green sheeting clip to secure drainage tube to the sheet. Make sure tube is not kinked. Indicate time and date of catheter insertion on provided labels. Place designated labels on patient chart and drainage system. Document procedure according to hospital protocol. Foley catheter removal: 1. To deflate catheter balloon: gently insert a luer lock or slip tip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. 2. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. 3. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. 4. If the balloon will not deflate and if permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. 5. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Proper techniques for urinary catheter maintenance: secure the foley catheter, use the statlock foley stabilization device if provided. Maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions. Maintain unobstructed urine flow and keep the catheter and collection tube free from kinking. Keep the collection bag below the level of the bladder or hips at all times. Empty the collection bag regularly (e.g., prior to transport) using a separate, clean collection container for each patient. Routine hygiene (e.g., cleansing of the meatal surface during daily bathing or showering) is appropriate. Leave foley catheter in place only as long as needed. Sterile eo sterilized using ethylene oxide sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. Ez-loktm sampling port: bard ez-loktm sampling port (indicated by the blue stem in the port) accepts luer lock or slip tip collection devices. Bd vacutainer urine products can be used for collection, storage, and transport of urine specimens from a foley catheter. 1. Occlude drainage tubing a minimum of 3 inches below the sampling port by kinking the tubing until urine is visible under the access site. 2. Swab surface of bard ez-loktm sampling port with antiseptic e.g., site-scrub ipa device which is an effective disinfecting agent for luer hubs. 3. Using aseptic technique, position the collection device in the center of the sampling port, press the device firmly and twist gently to access the sampling port. 4. If using bd vacutainer luer-loktm access device, collect urine into the bd vacutainer tubes per hospital protocol. If using syringe, slowly aspirate urine sample into syringe and transfer to collection cup or follow hospital protocol. 5. After sample is obtained confirm tubing is unkinked and urine is flowing freely and is not obstructed. Discard collection device according to hospital protocol. 6. Follow established hospital protocol for specimen labelling and transport to lab. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not resterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that first foley catheter balloon would not deflate (lot#nggt3607, lot#nghw2288). There were two nurses who attempted but only was able to remove 3 to 4 ml of fluid and still had resistance. Md cut the valve end off of the foley without any additional fluid. The patient had seen by urology and had to go to surgery for removal. There was no evidence of structure issues or foreign bodies to explain the inability to deflate the balloon. Foley was retained and they did not have the packaging for the exact lot number of the catheter involved. Second patient had a foley placed in the labor room, was taken to the or and at some point, the foley came out. It was unclear at this time if by force or a problem with the foley. Again, urology was consulted and would need surgery to look for the balloon pieces. When looking at the foley, the end where the balloon would have been missing. Foley was retained and the packaging was not retained but the cns identified the lot number on the balloon port nghz3408 and manufacturing number 175814. They identified the number matches the product stocked on the second floor in women's and children, ref (B)(4). They did not have another latex-free kit on the unit however they have some individual latex-free foley catheters stocked in other areas. The cns investigated the problem with the bard latex-free foleys and discovered it seems to be related to the surestep version of the lubri-sil catheter trays and not necessarily just to one lot number. The cns tested two of the surestep lubri-sil (latex-free) bard catheters and had issues with inflating and deflating. The advanced version of the bard latex-free catheters did not have these issues. The first attached image bard advanced version shows how the balloon inflates symmetric. The second image, surestep lubri-sil version showed how the balloon was inflating to one side (lot#nggt3607, lot#nghw2288). The cns mentioned that it was very difficult to inflate and deflate. The third image side by side compares the two versions; the one on the left was the advanced, the one on the left was surestep. The last image shows a picture of the surestep lubri-sil version which developed breakage after testing (lot#nggt3607, lot#nghw2288) and had a loose shear of plastic at the tip (lot#nggt3607, lot#nghw2288). We also had concerns regarding the 5ml balloon, and the 10ml volume indication on the device and 10ml syringe supplied in the tray. Another concern was that the lot# from outside was the white not matching the lot# on the valve port where the bulb was filled. Customer also reported that there were product defects across the entire line of latex free silicone foley catheters. The bulbs appear asymmetrical. Lot# nggs1558, lot# nghn0879, lot# ngez3059, lot# nghw1597, lot# nghy3470. Per sample received on 09may2024, it was noted that the customer returned additional tray with material# (B)(4) and lot# nghw2288.